Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 12/21/2012. Belt: 07/02/2015.

Event description:
A us distributor contacted zoll to report that a lifevest patient passed away while in the hospital. Review of the download data indicates that the life vest delivered two shocks on the date of the patient's death. Review of the ECG indicates that the patient entered an idioventricular rhythm. CPR and motion artifact were observed on the ECG recording and contributed to the false detection. The first shock converted the idioventricular rhythm to asystole. Again CPR and motion artifact were observed on the ECG recording. The rhythm at the time of the second shock is unknown due to the artifact. The rhythm following the second shock was an idioventricular rhythm at 60 bpm. The electrode belt was disconnected at the time and no further monitoring was possible. The time of the patient's death is unknown.